Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have impedance greater than 3000 ohms and no sensing or capture. A chest x-ray was performed, which revealed a possible lead fracture. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.